Event description:
The nursing supv used the proper procedure to load the lancing device on the plunger of the glucolet 2. Staff trains nurses to: twist the protective cap off the lancet, push the release button, test the pt's blood and place the plunger and lancet on a bedside table. An employed nurse picked up the plunger and lancet, and the exposed needle from the lancet scraped the palmar surface of her left hand and punctured her left index finger, drawing blood from both areas.